Manufacturer narrative:
The lot number was provided. The lot history trending was performed and there are no other complaints reported for this lot number. The pusher wire was not returned to the manufacturer and the coil remains implanted in the patient; therefore, a product evaluation could not be performed. Based on the available information, the root cause cannot be determined.

Event description:
It was reported that during the treatment of a bleeding aneurysm located on the ramus communicans anterior artery, the third coil was being repositioned, as a coil loop had prolapsed in the parent vessel. During retraction of the pusher wire, the coil was reported to stretch without observed resistance. An attempt was made to remove the prolapsed portion of the coil using a solitaire; however, it was unsuccessful. A second attempt was made using a snare and the proximal portion of the coil was removed; however, the coil broke. A stent was placed to secure the prolapsed coil to the vessel wall. This was accomplished successfully. There was no reported patient injury.